Event description:
It was reported by the rep that the device was used during laparoscopic colon. The device misfired. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Firing trigger teeth broken. The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The cartridge was received void of staples. The returned reload did have a bent lockout spring; it appears that an attempt was made to fire the device with a spent reload, or with a partially fired reload that had an activated lock out spring. When this occurs, the lockout spring on the reload becomes damaged. In addition, the instructions for use state, "note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device". No functional test was performed, as the firing mechanism was noted to be damaged. The device was disassembled to verify the conditions of the internal components and the firing trigger teeth were found broken. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.